Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon investigation the belt was unable to communicate with the monitor because the electrode belt trunk cable was cut and the +5v wire was cut. The cause of the service code 204 was the cut wires. The root cause for cut cable was physical abuse. No adverse event resulted from the open pulse wire.

Event description:
A us distributor reported that a patient was receiving a service code 204 (belt/monitor unusable).